Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced asystole and cardiac arrest but pacing was noted upon arrival and throughout the resuscitation attempt. It was reported that the implantable pulse generator (ipg) exhibited pre-mature and accelerated battery depletion. Ipg re-programming was attempted but was unsuccessful due to device being in elective replacement indicator (eri). It was reported that the patient consequently died.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The device met 91.2% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced asystole and cardiac arrest but pacing was noted upon arrival and throughout the resusc itation attempt. It was reported that the implantable pulse generator (ipg) exhibited premature and accelerated battery depletion. Ipg reprogramming was attempted but was unsuccessful and it was reported that the patient consequently died. It was further noted that the patient had an implantable cardiac monitor (icm) in situ with false pauses due to undersensing noted. The icm was later removed.

Manufacturer narrative:
Corrected: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.